Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was determined that the monitor was the cause of the reported issue. The mobile view station (mvs) monitor was replaced and the issue was resolved. The replaced monitor has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system monitor was not powering on. It was reported that the image acquisition system (ias) and mobile view station (mvs) were powered on, but the mvs monitor remained black and was not receiving any power. The power switch was reportedly in the on position, but there were no power indicator lights illuminated. The monitor power cable was disconnected and reconnected, after which the monitor powered on normally. However, it was also reportedly that this occurred intermittently. There was no patient present when this issue was identified.